Event description:
The complainant reported there was an automated impella controller's (aic) front door would not close.

Manufacturer narrative:
(H3) the investigation into the reported 'aic - damage" has been completed since the original report was filed. Product was returned for investigation. The inspection of the console confirmed inability to keep the purge door closed, as the latch for the door was found to be ¿sticking¿, due to insufficient lubrication (lubricant most likely dried up or migrated since console¿s manufacturing in 2012). During inspection it¿s been also discovered that the optical pump connector was contaminated, and could not be fully cleaned, this is unrelated to the reported complaint. The console logs do not contain any entries on the reported date of 2024-03-07. On the last day the console was used ((B)(6) 2024), although there are no direct indications of purge door being open or closed, during case start same purge cassette was repeatedly removed and reinserted, and pump was ultimately not connected to the console which, possibly indicates that the reported issue was observed.